Event description:
The manufacturer received information regarding an incident that occurred in (B)(6) 2022. While the patient was sleeping at his residence, his device malfunctioned in its oxygen emission system, leading to severe injuries. As a direct consequence of this malfunction, his left lung collapsed, and due to the high risk of the same condition occurring in his right lung, he had to undergo surgery to prevent further complications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information regarding an incident that occurred in may 2022. While the patient was sleeping at his residence, his device malfunctioned in its oxygen emission system, leading to severe injuries. As a direct consequence of this malfunction, his left lung collapsed, and due to the high risk of the same condition occurring in his right lung, he had to undergo surgery to prevent further complications. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.